Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No sticking buttons noted during testing. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer's father called to report the insulin pump had buttons that were sticking during the bolus process. Blood glucose reading was 268 mg/dl. The customer did not recall any significant events leading up to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).